Manufacturer narrative:
(B)(64 .sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had the trial procedure on (B)(6) 2016. During the procedure, the patient experienced dizziness and became bradycardic. As a result, the procedure was abandoned. The patient stayed at the hospital overnight following the procedure.